Manufacturer narrative:
The device used in treatment was returned and evaluated. The spacer trial has signs of wear and tear and it is broken and damaged. According lo clinical/medical investigation, this case reports the a piece of plastic from the insert broke off while trailing. Per email communication, the broken piece was retrieved, and the procedure was completed using a backup device without patient injury, and less than 30-minutes delay. No further clinical assessment is warranted. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. A review of complaint history did not reveal additional complaints for the listed batch and failure mode. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. The device is a reusable device that can be exposed to numerous surgeries and cleaning cycles. As plastics are vulnerable and crack may have initiated during use and possible causes could be due to the misuse, heating and cooling associated with autoclaving or prolonged use. A review of risk management files found that the reported failure was documented appropriately. To avoid compromised performance or damage, it is recommended the device be inspected prior to and after each use and cleaning. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
It was reported that during a tka procedure, a piece of plastic from the insert spacer 5-6 15 mm broke off while trialing the knee. All pieces recovered. A surgical delay no longer than 30 min was reported and a smith and nephew backup was available to complete the procedure.